Manufacturer narrative:
The test minilink transmitter and the test ultralink bg meter communicated properly to the pump. Pump has cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call that the insulin pump will not allow calibration of the pump. Customer indicated that he calibrates five times a day and troubleshooting indicated that calibration should only happen three or four times a day. Customer does not recall any significant events leading to the error. Customer's blood glucose was between 186 mg/dl to 257 mg/dl. Troubleshooting was done for error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.